Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. There was no problem with the touchscreen. The se advised that the ventilator is a neonatal ventilator and that patient type cannot me made. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a malfunction of the ventilator's touchscreen. The ventilator was not on a patient at the time of the event.